Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was pulled from archives to examine for potential leakage in the mlcc battery bypass capacitors.